Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8352-50, serial #: (B)(4), description: coveredge x 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient was in the emergency room (ER) with suspected pocket and midline incision infection. The patient had drainage, swelling and redness around incision site.

Manufacturer narrative:
Additional information was received that whenever patient turned the stimulator on, the patient gets a red skin rash at the lead site, along the lead tract and at the ipg site. The physician does not believed the rash is an allergic reaction. It was unknown what was causing the rashes. It was believed that the patient's incisions were infected and oral antibiotic was prescribed. The patient underwent an explant procedure. The patient was reportedly doing well postoperatively. The explanted devices was not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was in the emergency room (ER) with suspected pocket and midline incision infection. The patient had drainage, swelling and redness around incision site.